Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
The customer alleged that the piic central station did not alarm for vtach. The device was in use when the issue was found. There was no report of patient injury or harm.